Event description:
Mics handpiece broke at collar, internal screws sheared off and collar construct came off. Case type: tka. Surgical delay: 5 minutes. Update: "were any debris/components left inside of the patient? No. Were any components of the device missing or disassembled when the issue occurred? No."

Manufacturer narrative:
"Reported issue: mics is loud while using straight attachment and doesn¿t cut well. We received 2 mics on 7/12/2019, and both have exhibited the same problems. The first was sent out for replacement last week. See (B)(4). Product inspection: as per service (B)(4) & case number (B)(4). RMA# (B)(4). Sn# (B)(4). Factory service technician: (B)(4). Unable to repair mics as with the new cable did not fix the issue. Disposition - (return to vendor). Other (rtv) reason: broken collar. The alleged failure was confirmed. Device history review: review of the product history records indicate 25 devices were manufactured under prodex lot k082e and accepted into final stock on 08/10/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n d9209063, lot number 42030716 shows no additional complaints related to the failure in this investigation. Conclusion: preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure was confirmed . No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handpiece broke at collar, internal screws sheared off and collar construct came off. Case type: tka. Surgical delay: 5 minutes.